Event description:
The nurse was going to disconnect the patient from the ventilator and noticed that the connector came out of the tracheostomy tube. The tracheostomy tube had been in place for 10 days. The tracheostomy tube was replaced and there was no patient compromise.